Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for follow-up, right ventricle type pacing was noted when pacing using right atrial lead. The atrial pacing and ventricular sensing events were very close. Chest x-ray was performed and no change in lead position was noted. No intervention was performed. Patient was stable and will be referred to electrophysiologist for further evaluation.